Event description:
It was reported that the intracavity c10-3v transducer seal was cracked between the two halves of the transducer, resulting in cleaning fluid entering and causing a green substance at the bottom of the transducer connector. The transducer was associated with the affiniti 70 ultrasound system at the customer¿s site. The issue was discovered outside of clinical use, during cleaning and inspection, and the transducer was removed from service. No patient or user was harmed as a result of the issue. The philips service engineer replaced the transducer to address the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.